Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Although the cause of the peritonitis is unknown, pseudomonas peritonitis is related to contamination often associated with infection of the pd catheter. The pd catheter complication is unrelated to any fresenius product. Based on the available information and no allegation of a malfunction, deficiency or defect, the cycler set can be excluded as the cause of the patient¿s peritonitis. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a patient contact that a peritoneal dialysis (pd) patient had been in the hospital for 12 days due to peritonitis and malposition of the pd catheter (not a fresenius product). The patient¿s pd catheter issue could not be corrected due to the patient¿s peritonitis. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient presented to the hospital with abdominal pain. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with ceftazidime (dose, frequency, and duration not provided). The pd culture resulted positive for pseudomonas (species unknown). During the hospitalization it was determined that the patient¿s pd catheter was not working, and the patient was unable to drain properly. The physician elected to postpone fixing the pd catheter issue until the peritonitis resolved. The patient was discharged. After the call to technical support, the patient was seen in the pd clinic. The pd nurse did a fill with antibiotics and then attempted to drain the patient but was unsuccessful. The patient was sent to the hospital and admitted for the pd catheter complications. The patient remains hospitalized. The cause of the peritonitis event is unknown; however, the pd nurse confirmed there were no reported cassette leaks or liberty select cycler malfunctions related to the peritonitis.